Event description:
Caster was loose, endusers family tried to fix and it did not hold. Per her daughter her mom was going down a ramp onto the sidewalk when the front left caster allegedly came off chair and enduser fell onto the side walk. Anita fell on her knee twice once enroute to the car and again when coming back to the house. No hospitalization required, just has sore knee.

Manufacturer narrative:
On the same date, enduser family noted that the wheel left wheel, if sitting in chair came off , enduser fell out of the chair, stated her leg is sore, right leg, stated no open wound. As it was not possible to ascertain if this was the same event, or an additional event, this second report will be included in a second medwatch MDR. If additional information is obtained which clarifies this event, a followup to these filings will be made.